Manufacturer narrative:
The devices involved in this event will not be returned for evaluation due to safety-related concerns (covid and hiv) the device has been discarded. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient underwent an initial procedure involving the implantation of an afx2 bifurcated stent graft, a vela suprarenal, along with two limb stent-grafts, for the treatment of an abdominal aortic aneurysm (aaa). Approximately three (3) years following the initial procedure, the patient was admitted to the emergency room (ER) due to a rupture and the occurrence of a type 3a endoleak. The physician opted for a re-intervention and proceeded to implant an afx vela infrarenal stent graft (mrn 2031527-2021-00282). Approximately five (5) years after the initial procedure, the patient was admitted to the emergency room (ER) again due to a rupture. The physician decided to explant the implanted device. During the removal process, the physician observed multiple and substantial graft disruptions on the explanted device. It was reported that the explant repair was successful and the patient is currently stable and recovering.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak (main body, sr extinction, and limb extinction), ruptured aorta, and explant of the device are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. Unable to identify the contributing factors. The final patient status was reported as stable post the explant procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 corrections: h6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.